Event description:
It was reported that the patient came into the clinic on (B)(6) 2013 with withdrawal symptoms; the patient was being underdosed. The pump logs showed the motor stalled on (B)(6) 2013. They tried a small bolus to see if the motor stall would clear, but it would not. The pump was programmed to minimum rate and the patient was scheduled to see a surgeon to replace the pump. The patient status was reported as ¿alive-no injury¿. The pump was delivering fentanyl (1000mcg/ml at 359.4mcg/day) and marcaine (10mg/ml at 3.594 mg/day). It was later reported that the patient¿s withdrawal symptom was increased pain. The cause of the motor stall was undetermined. The patient was not exposed to an MRI or emi (electromagnetic interference). The pump remained at minimum rate. The patient was not receiving effective therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed miscellaneous overinfusion-undetermined root cause. (B)(4). This device is included in the medical device correction, "synchromed® ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Manufacturer narrative:
Destructive analysis was completed and revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - conclusion code is being updated for this event. (B)(4) was removed. Eval code- method and result codes were updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36996, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Additional information later reported refill occurred (B)(6) 2013 and then the pump stalled @ 1300 and recovered the same day @ 2000. The pump was programmed to min rate mode and patient supplemented with fentanyl patches. On (B)(6) 2013, it stalled again and was stalled until yesterday when the pump was replaced around 5:30-6pm. At 6:42pm yesterday the reporter accessed and reviewed the logs confirming the stall had recovered. It was noted the patient received kindle and rests it on her abdomen while utilizing it and it's in the area where the pump is.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the replacement had not been scheduled yet. The patient is on minimum rate until the surgery and was being treated with oral medications.